Event description:
Transilluminator being used on premature neonate for IV placement. Burn resulted due to apparent mixup of electrical cables (gray cable attached instead of appropriate white cable. Age at time of event: 7 weeks.